Manufacturer narrative:
The customer reported that the unit was charging slowly. The unit was evaluated at philips, and the symptom was confirmed. Replacing the battery pca resolved the issue.

Event description:
The customer reported that the unit was charging slowly.